Event description:
During follow-up, noise was observed on the right ventricular channel. The lead was successfully explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead found external insulation abrasion breaching all the cable lumens distal to the connector boot. The ptfe liner and etfe coating of one ring electrode cable was also abraded in this location. The cause of the external abrasion is consistent with friction to the device can.